Event description:
A trilogy 100 ventilator, u.s.a - bt was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation at the manufacturer's service center, the trilogy 100 ventilator, u.s.a - bt device failed a pressure sensors calibration. The device's sensor board was replaced to address the test failure. The device passed all testing. Additionally, the front case enclosure was replaced due to scratches on the screen and will be retested. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.